Event description:
The customer alleges the failure of the power inlet fuse on bed (B)(4) was a result of the small capacitor inside of the power inlet allegedly failing and causing reported tremendous heat and melting of plastic and metal resulting in reported substantial smoke. Customer alleges they have also found this failure to a lesser extent on bed s/n (B)(4). The customer states, this was not due to any mechanical damage as there was not evidence of loose pins or strain of any type on the power inlet.